Event description:
It was reported that the patient's hcp did not secure the ins, and it was floating in the patient's abdomen. The patient had an ins revision in (B)(6) 2012 and following the revision therapy was fine.

Manufacturer narrative:
(B)(4). Lead model 435135 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 435135 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.